Event description:
Philips received a complaint from the customer reporting a primary alarm failure message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the issue was confirmed through device testing to be due to central processing unit (cpu) printed circuit board assembly (pcba) failure. The customer elected an alternative service vendor for repairs. The device was operational and returned to service after repairs were completed. Further details were not provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.